Event description:
Contacted regarding an erroneously high troponin (accu tnl) result on one pt generated by an access immunoassay system. The initial result obtained was 21.53 ng/ml. The result was reported to the physician who did not question the result, as it was expected. The sample was retested at a reference lab with a result of <020 ng/ml. A corrected report was issued. The pt was redrawn the following day with a result of <0.04 ng/ml. The initial sample was retested several day later with a result of 0.02 ng/ml.